Manufacturer narrative:
Product analysis: the epg failed tests related to display function. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned from loan, and subsequently tested out-of-specification during analysis. There was no patient involvement.